Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that patient stated their stimulator was not working for them and had not been charged in 2 weeks. Agent asked, patient clarified stimulation wasn't helping and the issue started 2 weeks ago. Patient needed an MRI and asked for device name. Agent reviewed information and to give MRI facility information on ID card. Agent asked if patient was familiar with MRI mode, and patient said no. Agent reviewed implant would need to be charged for the MRI and offered to help patient during the call, but patient said they only wanted their device name. Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that pt is needing MRI. Caller states ins battery is dead/doesn't work. Event date provided: "about a year ago" pt said they needed an MRI, but their implant had not been charged in a year and a half. Pt said they were told they need to charge their implant before the MRI, but pt has lost their controller. Pt then mentioned they were having the implant removed after the MRI because the stimulator never worked since implant. Pt confirmed that was also why they hadn't charged in a year and a half. Patient called back informing that they found their charger and wanted assistance using MRI mode. Agent reviewed steps to get to MRI mode. Patient stated they see a stick figure. Meaning the patient was full body eligible. Patient mentioned they no longer need someone to meet them at the hospital to help charge their device.